Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gst60b reload was returned inside its package unopened; upon visual inspection, it was observed that the body of the reload was damaged and with the reload pan partially dislodged from the right proximal side. In addition, some drivers are out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. In addition, damage were noted on the flexible blister & the tyvek; also, it was noted to have a hole, and the hole was noted to be from the outside in. The damage found compromised the reload sterility. Due to the damages found on the returned sample, a possible cause for these conditions is due to improper handling during transit or storage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number of 832d23 / 23gst60b , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the drivers inside the package were loose, even though the outer packaging remained sealed. The loose drivers, which were orange in color, were visibly moving within the closed pack and could be seen through the packaging. No patient involvement. No additional information provided.